Manufacturer narrative:
E1: phone ext (B)(6). One device was received for evaluation. Visual inspection found a lot of contamination on the downstream occlusion (dso) sensor and latch/lock area. Functional testing was able to duplicate the reported problem. It was determined that the most probable cause of was the contaminated chassy. The main board, dso sensor, and latch lock were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a cassette detect error. There was unknown patient involvement.